Manufacturer narrative:
The ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.